Event description:
The manufacturer received information alleging an issue with a ventilator's exhalation valve. The device was not in patient use. The device has not been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.